Event description:
It was reported that during preparation for an unspecified procedure, a balloon detachment occurred. The balloon section "fell off" the ultra-thin sds balloon dilation catheter when removing it from the package. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt complications were reported.